Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified coronary iliac artery and superficial femoral artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 6 seconds, the balloon ruptured. The device was removed, and the procedure was completed with different device. There were no patient complications reported and the patient was in good condition.